Event description:
It was reported that during the left ventricular (lv) lead implant, the guidewire was kinked as it exited the lead tip, effectively locking the guidewire into the lead. The lv lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).